Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the dissector had a damaged waveguide. The device showed evidence of use. Eschar buildup was noted on the jaws of the device. Functional testing noted that the assembled device returned a green light and produced a welcome tone. The assembled device immediately alarmed when activated. The jaws of the device were initially unable to open/close. Once excess eschar was cleared from the jaws of the device the jaws were able to open and close normally. The waveguide was inspected under magnification and the origin of the crack was identified. The titanium waveguide became cracked from continued use after it may have come in contact with a metallic object. Use after damage can cause the cracked waveguide to break off. The bend to the device's waveguide was consistent with the waveguide being excessively torqued to the side during use. When excessive torque was applied to the tip of the waveguide, the waveguide can come into contact with the surrounding casing resulting in a stress concentration crack. It was reported that the device was bent. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intende d. It was also reported that there was a component that disengaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of improper cleaning. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Keep the jaws clean during use. Buildup of eschar and tissue may reduce the effectiveness of the dissection and coagulation functions, and cause abnormally high temperatures at the distal end of the device. During the procedure, carefully wipe the clamping jaw and active blade with a wet gauze, or submerse the distal end in sterile saline bath and activate with the clamping jaw open as needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a procedure, the dissector's active blade was bent when coagulating and incising the tissue. When the scrub nurse was fixing the bent tip, the blade broke off outside the body cavity. A second dissector was taken out, but the same thing happened, so the operation was performed with a ligasure. The tissue had become quite hard due to inflammation, that even scissors couldn't get in. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: scda39, ultrason dissect scda39 curved jaw 39 cm (lot #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.